Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device 1: prostar (12322-02/940306h); guide wire: 0.035 j-gide. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The first and second prostar (12322-02/940306h), are each being filed under separate MFR numbers.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure during a preclose technique of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the first prostar xl was inserted through the guide wire successfully and the sutures were deployed. During device removal, to maintain guide wire access, an attempt was made to re-insert the non-abbott guide wire, but difficulty was encountered and it could not be advanced past the distal end of the guide wire exit port of the device. A second non-abbott guide wire was successfully used. The first device was removed and the second prostar xl device was attempted to be used; however, it could not be placed due to the calcified artery. The third prostar xl device also could not be placed due to the calcification. After the interventional procedure, the sutures from the first prostar xl together with manual compression were used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.